Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the ilet pump fell when the tubing caught on a gate, cracking the screen. The device became unusable but no injury occurred and blood glucose remained stable. A replacement ilet was shipped, and the user continued therapy using the dexcom cgm. No health effects reported.